Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6). Associated medwatch: [mr# 1221934-2018-50651].

Event description:
It was reported when retracting the needle after puncturing the mensical with the truespan implants, the 1st backstop just came out - and this on both devices. No patient consequences. Action taken for procedure:same like products - and it worked just fine.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. The label was also returned, providing confirmation of product code, and lot number. Visual inspection revealed that the depth stop was set to 15mm, silicone sleeve was intact, however, the silicone was shown to be slightly deformed on the left distal tip, indicating the needle either over penetrated or pierced the meniscus off angle, pressing the needle against the silicone sleeve, resulting in difficult deployment of the implant to enter in the back of the meniscus. Thus, confirming this complaint. Both implants were present and was hanging from the needle by the suture. The pusher rod was evaluated, via functional testing the trigger was pulled. Surgical residue was discovered on the pusher rod indicating this device pieced the meniscus. A click was heard as intended, indicating the functionality of the device is sound. Functionally, there are no anomalies from the of the device that could contribute to this failure. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Initial reporter phone: (B)(6). Associated medwatch: [mr# 1221934-2018-50651].

Event description:
It was reported when retracting the needle after puncturing the mensical with the truespan implants, the 1st backstop just came out - and this on both devices. No patient consequences. Action taken for procedure:same like products - and it worked just fine additional information from affiliate 6/11/18: was there a resulting surgical delay - how long? 3 minutes each. Is a revision procedure planned? No - they fixed it with same like product. Was the implant removed or was any debris left in the patient? Yes . What type of force was used when the anchor pulled out? Unknown - seemed normal . Did the anchor remain on the inserter after removal from the cannula? I don't understand the question. The anchor was still connected to the suture out of the inserter. Did the surgeon wiggle the inserter, pull while turning, or pull only while removing? Yes . Which suture limbs were tested to verify the repair? They were no repair as it was the first implant.

Manufacturer narrative:
UDI: (B)(4). Initial reporter phone: (B)(6). Associated medwatch: [mr# 1221934-2018-50651].